Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 661mg/dl. Troubleshooting was performed. The programming on the insulin pump is correct. Ran self test, prime and high pressure test and the device passed the tests. The customer stated that she changes the infusion set every three to four days. Advised the customer that she needs to change the infusion set every two to three days. The customer stated that she felt her sinus infection may have lead to her hospitalization. The customer stated that the day before to her admission, she was very sick throwing up and did not check her glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.